Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 27th january 2012. During investigation, the device was witnessed switching on automatically, as per the reported fault. This was attributed to a corrosion bridge on the membrane tail between track 13(on_button) to track 12(CPR_led), which had resulted in a partial short between these lines. The fault had also resulted in depletion of an installed pad-pak, triggering the low battery fails observed in the history log. The user would have been alerted with ¿warning, low battery, device service required¿ prompts alongside a flashing red status led. The faults could not be replicated after the corrosion was cleared. This confirmed the failure of the returned membrane due to corrosion on the membrane tail. The reported fault of a static green status led was not witnessed during investigation or confirmed via measurement. However, given the corrosion on the membrane tail had resulted in multiple led-related failure modes, it is reasonable to attribute this reported fault to corrosion on the membrane. The corrosion observed within the device would suggest the device had been stored outside of the indicated conditions, although this could not be verified by other means, i.e. No corrosion observed on the device exterior. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switching on automatically.